Manufacturer narrative:
(B)(4). This unit was field serviced by a carefusion authorized service center. The service technician replaced the analog board to address the reported issue and sent the defective analog board to carefusion for failure analysis. Carefusion was able to verify the reported issue. During testing and evaluation it was discovered that the xdcr pt4 was out of specification on the board. Carefusion scrapped the analog board after failure analysis. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit's analog board was faulty. While in service, it was discovered that the transducer was out of specification. This reportable issue was discovered while in service, therefore there was no patient involvement.